Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced a new occurrence of a stoma site discharge at the peg stoma site. A computed tomography scan was performed to confirm if there was an stoma site infection but no results were discussed. The patient was treated with unspecified intravenous antibiotics. The stoma site drainage had not resolved. The patient had to change the gauze surrounding the stoma site at least twice a day. Fax received (B)(6) 2022 from duoconnect with aad (B)(6) 2022 to report (B)(6) 2022 ncm lavery ibc from pt spouse/ac who stated pt was in hospital bc they think tube infected and trying to find gi to replace the tube. Ncm confirmed that dr. Agular placed it but he is no longer doing these procedures. Ncm advised ae can review proceduralist options (that can work within methodist hospital while pt admitted) with mdo and they can f/u with ac and care team. Pt room 1824 at methodist hospital in houston. No discharge date is known at this time. Duopa not infusing. Ncm to r/o to methodist hospital to offer contact information to inpatient unit staff for dcc when tube replaced and pt resumes duopa. Ael/ncm to contact ae to coordinate within methodist/dr. Tarakad to provide gimd options. Pi accepted. (Arl)

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.